Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has confirmed that there were multiple cuts in the ECG cables, damaging wires within the cable. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.